Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation of the pacemaker showed longevity estimated of 5.7 months. Premature battery depletion was suspected due the longevity indicated on previous device check in march 2022. No intervention was performed. The patient was in stable condition.